Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(6)/2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)/2018. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.